Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -10.00/1.00/051 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2024. Intraoperatively the lens was removed due to lens tear/break during injection/delivery into the eye. There was no patient injury. On (B)(6) 2024 a replacement lens was implanted and the prolem resolved. In the reporter's opinion the cause of the event was unknown.